Manufacturer narrative:
The customer was sent replacement 21mm breast shields and the return of her original breast shields were requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she began working one-on-one with a lactation consultant for other causes of the pain. She indicated that she ordered non-medela 19mm breast shields and after some time realized that she preferred the medela 21mm size. The complaint handler followed up again with the customer on 05/22/2018, at which point the customer indicated that she was treated with an all-purpose nipple ointment for thrush, though she had no signs of thrush. After nine days and no relief, she was prescribed nifedipine to treat vasospasm pain, which resolved the issue. The 21mm breast shields were returned and the evaluation found a small gate protrusion, though it was determined to be within specification. The issue with 21mm breast shields causing pain was investigated under CAPA-(B)(4), which identified a tiny notch in the sub-gate located on the interior surface of the breast shield. The supplier was notified and quickly identified the problem as a slight gate protrusion in one of the four cavities, while the other three cavities were flush with the interior wall. After a review of the cavity, it was determined that the gate vestige had sharp edges due to wear which produced a high excessive gate and a slight streak across the breast shield wall as the part was ejected from the tool. A corrective action was implemented with the supplier to reduce all gates in size and polish, which was verified by medela.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the 21mm breast shields she was using with her pump in style breast pump were too big and causing her pain.